Event description:
It was reported that the device had pacing spikes and would not capture. It was also reported that the device had a replacement indicator and was at the end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis indicated that the device met normal depletion and expected longevity.